Manufacturer narrative:
A regional support center (rsc) specialist reviewed the event. The rsc reviewed the data provided. Rsc confirmed an unexpected shutdown. The rsc did not find any indication of software issues. Rsc stated external power failure would not have caused this event as the customer's system is connected to two different ups (un-interruptible power supply). Rsc did not find any internal component issues. Rsc did note that the server is eight (8) years old and was likely cause by a sporadic hardware failure. The server was replaced. The cause of the delay in processing samples was due the malfunction of the server. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported their centralink system experienced an unexpected shutdown and restart, which stopped processing samples. There are no known reports of patient intervention or adverse health consequences due to the delay in processing samples.